Manufacturer narrative:
The harmonic ace instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.423" x 0.085" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage. A review of the provided image was performed, and the following additional information was provided: there could be some indentation at the far end of the blade.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was found to have the ultrasonic knife tip broken. The procedure was completed with no reported injury.